Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a proximal biceps tenodesis surgery the button of the device broke off from the inserter during insertion of the device. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation confirmed. One unpackaged ar-ar-2290 serial/batch number (B)(6) was received for evaluation. Only the 9mm proximal biceps button was received for evaluation. Functional testing was not performed due to the device system being broken, visual inspection found that the buttons arrived with a threaded tip of the button inserter inside the connector hole. Many scratches were noted on the surface of the button. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.